Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect k gen.2 results for one patient sample tested on a cobas pro ise analytical unit. The initial result was reported outside of the laboratory. The result was questioned by the physician which prompted a rerun of the sample. The sample was also rerun on a second module. The initial result was 6.7 mmol/l. The repeat result from the module was 4.8 mmol/l. This repeat result was deemed correct. The repeat result from the other module was 4.9 mmol/l. The result was also confirmed through a blood draw at another laboratory site that uses an abbott instrument. The result from the blood draw at this laboratory site was 4.3 mmol/l. The electrode lot number is d33 with an expiration date of 05-nov-2022.

Manufacturer narrative:
The alarm trace indicated that there were multiple abnormal sample aspiration alarms noted on the date of the event, close to the time sample was processed. The field service engineer (fse) inspected the analyzer and did not find a cause. The customer reran calibration and qc with acceptable results. The sample was rerun with an acceptable result. The analyzer's performance was verified. After the service visit, no further issues were reported by the customer. The cause of the event could not be determined.